Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk; implantable cardioverter defibrillator (ICD) (B)(6) 2009; 5568 implantable pacing lead (B)(6) 2000. (B)(4).

Event description:
It was reported the patient experienced phrenic nerve stimulation. The left ventricular lead was programmed off. The patient refused lead repositioning. The lead remains implanted. No patient complications have been reported as a result of this event.